Event description:
This lv lead was implanted on (B)(6) 2009 and was explanted on (B)(6) 2015 due to infection. No physician or hospital known. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).